Manufacturer narrative:
Correction: h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding pacing-induced cardiomyopathy (picm) in leadless implantable pulse generator (ipg) after transcatheter aortic valve replacement (tavr). The authors described a patient who was implanted with a leadless ipg approximately three months post tavr. The patient was admitted with progressive dyspnea at rest that had persisted for about two weeks. On physical examination, the patient had pitting edema in both legs. Chest x-ray demonstrated pulmonary congestion and bilateral pleural effusion which required oxygen. Transthoracic echocardiography (tte) showed a reduced left ventricular ejection fraction (lvef) and newly developed severe mitral regurgitation (mr), along with left ventricular (lv) enlargement and dyssynchrony, and picm was diagnosed. The patient was initially treated with intravenous diuretics and dobutamine, and then non-invasive positive pressure ventilation (nppv). On the second day of admission, an intra-aortic balloon pump (iabp) with 1:1 configuration was inserted. The patient was then upgraded to cardiac resynchronization therapy (crt) based on left bundle branch area pacing (lbbap) under iabp and nppv support on the fifth day of admission. The patient's oxygen requirement improved after the crt upgrade, and the iabp was successfully removed on the eighth day of admission. Chest x-ray demonstrated improved congestion and pleural effusion, and tte on the tenth day of admission showed lv dyssynchrony and mr had improved to mild. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information was made. If additional information is obtained regarding this event, it will be added, and a supplemental report will be submitted accordingly. Referenced article: pacing-induced cardiomyopathy in a patient with a leadless pacemaker following transcatheter aortic valve replacement. Clinical case reports. 2024; 12:e9674. Doi: 10.1002/ccr3.9674 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.